Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a lower extremity angiogram with an access through a scarred femoral artery, the inner cannula of a micropuncture transitionless stiffened cannula access set stretched upon insertion into the patient. Resistance was not felt upon insertion or removal of any components. The procedure was completed successfully with another device of the same type. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the DHR for the complaint lot and sub-assembly lots found no relevant non-conformances. A review of complaint history found no additional relevant complaints for this lot number or any final lot containing the same sub assembly lots. The device instructions for use (IFU) states, ¿how supplied; upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient's scarred anatomy contributed to the incident. The scarred anatomy likely caused/contributed to the device failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lower extremity angiogram with an access through a scarred femoral artery, the inner cannula of a micropuncture transitionless stiffened cannula access set stretched upon insertion into the patient. Resistance was not felt upon insertion or removal of any components. The procedure was completed successfully with another device of the same type. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.